Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, serial number (B)(6), used for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. Screenshots and system log files provided were reviewed with the software support team. The reported problem was confirmed. Investigation determined that the errors occurred due to gts library limitations and a failure to assert a complete loop for the surface after mapping. This resulted in a graphics failure which created an internal error. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The most likely cause of this event is associated with a known software bug. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that during the planning screen, when trying to press the button to interiorize our tibia component, the screen of a real intelligence cori turned black and forced an internal error. It was able to resume the case and cut the femur component how the surgeon wanted but needed manual instruments to do the tibia cut. The procedure was resumed, after a significant delay, with the same device. Patient was not harmed as consequence of this problem.